Event description:
It was reported the programmer does not work properly and is broken. No further details are available. The programmer rf (radio-frequency) heads have frayed cables. The programmer and rf heads were returned for repair. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, further analysis revealed that the electrocardiogram (ECG) connector was loose, as a result the link electronic module (lem) circuit board was replaced. It was also noted that the micro switch on the side of the printer was broken. Product ID 2067l radiofrequency head; product ID 2067 radiofrequency head.